Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1 mg/ml dilaudid at a dose of 0.5255 mg/day and 4,5000 mcg/ml fentanyl at a dose of 2,363.9 mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the rep was asked to assist with adding a flex dose to the patient's programming. The patient had a personal therapy manager (ptm) programmer and because of the fentanyl and dilaudid in his pump, the boluses were causing the patient's face flushing so the patient did not active the boluses often. The hcp wanted to stop the ptm and add flex dose at specific times and extend the duration of the bolus. The hcp also mentioned that the patient had an excessive amount of drug left at refill. The actual amount in the reservoir was 10ml and the expected was between 2 and 3 mls. The hcp stated this had been going on for years. The patient did get pain relief from the pump and continued to. The patient stated he had a motorcycle accident in (B)(6) 2017 and no issues were noted with the pump. The managing office wanted to evaluate the patient and programming changes for the next month. The hcp may per form a dye study depending on how much is removed out of the pump at the next refill. It was unknown if the issue was resolved at this time. The patient's status was "alive- no injury" and no further complications were expected or anticipated.